Manufacturer narrative:
Product event summary: at analysis the device was noted to be in very poor cosmetic condition with scratches all over its upper and lower cases and additionally that due to extensive internal corrosion the programmer is to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as an exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.